Event description:
Information received from the field notes that the paramedic was called to the patient's home after the patient experienced a syncopal episode during a bowel movement. The patient was stable and an ECG showed 100% pacing witth capture. While being transported to the hospital emergency room the patient was stable but hypotensive.